Event description:
An international customer reported that over time their stryker camera leads have been damaged possibly due to processing in the sterrad 100s. The damage is described as "sticky to touch". The customer did not report any human injury due to this event. The customer stated that their sterrad 100s is operating within specifications and is up to date with its maintenance. The customer uses ecolab neutral detergent to hand wash the leads and rarely dries them in a drying cabinet. At this time, no additional information is available regarding this event. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Concomitant devices: stryker camera lead - part and serial numbers unknown. Ecolab neutral detergent - part and serial numbers unknown. (B)(4). The sterrad "user's guide warns: know what you can process: before processing any item in the sterrad sterilizer; make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device manufacturers" instructions for their products. The foldout chart in this guide lists the certain types of items and materials that can be safely processed in the sterilizer. This guide is not intended to replace any medical device manufacturers' instructions. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device manufacturer or your asp customer representative for more information. The part and serial numbers for the damaged devices are unknown; therefore, it is not possible to determine if the devices are approved for processing in the sterrad 100s using the asp sterility guide. The customer notified the device manufacturer regarding this issue and requested that they evaluate the stryker camera leads.

Manufacturer narrative:
(B)(6). Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad 100s system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100s did not reveal a trend for damage to customer device. Trending analysis for damage to customer device issues associated to the sterrad 100s did not indicate a significant trend. The shuma (system hazard and user misuse analysis) is reported to be a score of 4 or "broadly acceptable risk". The root cause of the stickiness is unknown. The most likely cause is attributed to inadequate rinsing of the camera leads or previously processing the camera in an autoclave.